Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).

Event description:
Customer called to report a fluid leak from the unicel dxc 800 synchron system. Customer stated that the leak appeared to be coming from the back of the instrument. The customer technical specialist (cts) assisted customer with troubleshooting the instrument, and then generated a service request. The field service engineer (fse) inspected the instrument and found that the leak was due to disconnected cartridge chemistry wash tower tubing. The fse reconnected the tubing, which resolved the issue. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that patient sample results were not affected, and that no one was harmed by or exposed to the leak.